Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2011. It was reported that an x-ray showed the pt's lead had partially disconnected from the ipg header (ref MFR report: 1627487-2011-07144). The pt is currently working with her physician to determine the next course of action. No further info is available at this time.